Event description:
It was reported that the patient presented with a high impedance value and high capture thresholds on the right ventricular lead. The impedance had been increasing over a few months. The lead was explanted. No further information is available.

Manufacturer narrative:
A complete lead was returned for analysis in 4 segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.